Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, delfection and magnetic sensor functionality test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system. No visualization errors were observed during the test. During the test, a deflection issue was detected, the device was dissected and the puller wire was found detached. For this condition, a manufacturing meeting was requested and it was determined that the puller wire detachment condition is related to the supplier manufacturing process. An opportunity area was detected in the traceability of the puller wires from the supplier to the catheter subassembly manufacturing lines. In addition, an awareness session was performed to the associates in the adjust deflection and final deflection inspection area to mitigate this type of failure. A manufacturing record evaluation was performed for the finished device 31344574l number, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. The root cause of the deflection failure was related to the supplier manufacturing process. For this reason, an awareness session was requested to the supplier manufacturing process line to increase pull testing samples. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined and this failure was not related to the reported event. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the catheter tip stopped moving even when the lever on the hand was moved. This occurred during lpv (left pulmonary vein) ablation, 30 minutes after the qdot micro's initial use. The device was replaced with another catheter. Ablation was continued and the procedure was completed. The procedure was completed without patient's consequence.